Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No lot number was provided, therefore a review of batch manufacturing records could not be conducted. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient disconnected the pico device for about an hour but did not turn the pump off before disconnecting. Upon reconnecting the tubing, all lights are solidly illuminated and the power button is non- response. Therapy discontinued due to pump error.